Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported incomplete coaptation (intraprocedure) associated with the slda appears to be due to challenging patient anatomy (tethered leaflet). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report incomplete coaptation. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4, enlarged atrium, and tethered leaflet. A mitraclip xtw was used, but during deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet. (Single leaflet device attachment/slda). To stabilize the slda clip, a mitraclip xtw was placed medial and a mitraclip xt was placed lateral to the clip. The procedure was completed with three clips implanted. The mr was reduced to grade 2. There was no clinically significant delay in the procedure. No additional information was provided.